Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received normal operating currents. No blank display was noted during testing. No damage was found on the lcd isolation tape. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No cracks were noted on display window. (B)(4).

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that his sugar was a little high and he was going to give himself insulin and change out the reservoir but could not get the pump to power up. The customer stated that he was unable to get the batteries to work. The customer also stated that there was a small scratch on the lcd screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.